Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a fast path summary showed real vf that was treated with atp and hv therapies. One episode reported ineffective shock. The vf arrhythmia was converted after the third shock. The physician reprogrammed the device and wanted to do an induction test. The patient refused the induction test.